Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during the introduction of the resectoscope for turb, while removing the resectoscope, a loop became dislodged and entered the patient's urethra. The observed clinical consequences were a bleeding at the urethral wound during removal.